Event description:
The customer reports that the generator activated unintentionally at 200 watts in the cut mode and delivered output power. The generator was in use, however no injuries were involved.